Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the device failed when inserting (specifics unknown). The procedure was completed with another uphold vaginal support system. There were no complications to the patient, who is (B)(6) and was fine at the conclusion of the procedure. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed that a portion of the lead suture with the needle was missing from the blue dilator and was not returned. Functional testing of the returned capio device showed that the carrier did not extend or retract freely when actuated; resistance was felt. It is likely there was difficulty passing the device through the sacrospinous ligament and the tensile force caused the needle to break off. The carrier of the capio device had residual blood stains which caused resistance when extending and retracting. Procedural factors most likely limited the performance of the device.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the device failed when inserting (specifics unknown). The procedure was completed with another uphold vaginal support system. There were no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure. All other information is unknown and reportedly unavailable.